Event description:
It was reported that the patient presented for an unrelated device explant procedure and during fluoroscopy, externalized conductors were noted on the right ventricular lead. The lead was explanted and replaced. The patient was stable throughout the whole procedure.